Event description:
The procedure was a right common and external iliac / common femoral procedure with a left brachial artery access site. On (B)(6) 2013 the physician utilized a stiff angled wire and .035" guide catheter to navigate through a chronic total occlusion of the rt. Common external iliac and common femoral. He successfully crossed this occlusion and used a 5x120x135 pta balloon to predilate the vessel. After dilatation he chose to utilize a balloon expandable visi-pro 7x57x135 stent in the common iliac artery. The physician then chose a 9x60x120 protege gps stent for the external iliac. Finally he chose a 7x80x120 protege everflex for the distal external iliac. The final angiogram showed a small extravasation of contrast at the level of the distal common iliac. The physician completed the procedure and removed the patient from the table. The following (B)(6) 2013 the physician stated that he had to bring the patient to surgery to repair a tear in his iliac artery. On (B)(6) 2013 the patient was taken off life support and passed away. Please reference mdrs 2183870-2013-00115 and 2183870-2013-00117 for the visi-pro device and protege everflex device used in this procedure.

Manufacturer narrative:
Additional information was received on (B)(4) 2013, via the final discharge summary. The discharge summary stated, "the patient was admitted on (B)(6) 2013 for iliac stenting, he underwent that procedure and subsequently after getting to the floor became progressively hypotensive. He ultimately was taken back to the operating room for exploration for concern of possible iliac perforation, which indeed he did have, and he underwent emergent abdominal exploration and repair of his right external iliac artery with a dacron patch. Subsequent to this, his hemodynamics improved; however the patient essentially never woke up and was brain dead from his severe hypotensive episodes."

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.